Event description:
See h10.

Manufacturer narrative:
Correction: this complaint is being canceled. Additional information was received that indicates this report is a duplicate of the report submitted under medwatch report #: 1820334-2019-01474. No follow up information will be submitted for this report. This complaint will be canceled by the manufacturer.

Manufacturer narrative:
Date of event: unknown. Occupation: clinical products and contracts manager. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the operator experienced difficulty removing an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter from an unknown patient. No adverse effects were reported.